Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
"Brand name": from "ank c/x impl a11/d3.5/l11" to "ank impl a11 d3,5 mm/l11 mm." "Catalog number": from "31010410" to "31010210."